Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the atrial lead impedance was high of out of range and noise signals were recorded. Technical services (ts) expressed concern for a possible right atrial lead fracture and recommended evaluating the lead with isometric pocket manipulation during the clinic assist. Ts also suggested to consider disabling atrial lead based discrimination features. No adverse patient effects were reported. This lead remains in service.